Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging that a one touch ultramini meter read inaccurately erratic. The patient tests her blood glucose 12 times a day. She tests before and after meals. The patient manages her diabetes with 30 units of humulin 70/30 insulin after breakfast and around 10:00 pm. The patient mentioned that she only adjusts her medication based on her meter readings if they are lower than ~3.0 mmol/l. The patient indicated that the alleged issue started on (B)(6) 2010, at approximately 10:00 am. The patient did not have the meter with her while speaking to the customer service representative (csr) on (B)(6) 2010. The patient however gave an example of readings such as "22.0, 2.8, and 3.1 mmol/l" obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 1.11 mmol/l. On the day of the event, the patient claimed that she had gotten an unknown result that was not abnormally high or low. Based on the meter reading, the patient exercised a little more than usual. At an unspecified time after the alleged issue began, the patient claimed that was "found unconscious." An hour after testing, the patient claimed that she received a glucagon injection from emergency medical services (ems). The ems reportedly tested the patient's blood glucose using an ems meter and obtained a result of around "1.7 mmol/l." The patient did not have meter or test strips for troubleshooting. The patient was sent replacement test strips. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she lost consciousness and received a glucagon injection from ems an hour after testing with the reported meter.